Event description:
The facility reports the carer put the resident in the tub chair to give her a bath. The carer noticed the resident was sliding down off the chair and decided to pull her back and call for help. At this point, the carer hurt her right shoulder blade when she tried to hold the resident from falling off the chair, another staff member was passing by when the carer called for help. He also noticed that the resident was falling off the chair. He then proceeded to help the carer. The carer went to the emergency room; carer sustained a torn rotator cuff.